Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 03/25/2026. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. Although the patient alleged they had issues with g7, the patient provided an approximate event date. Dexcom data show's the patient was using g6 during the reported event date. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. The date of the event is an approximation. The patient reported experiencing inaccurate cgm readings approximately one year ago, around (B)(6) 2025. During the incident, the cgm displayed a glucose value of 80 mg/dl, while the patient¿s actual blood glucose measured 26 mg/dl. The patient became unconscious, and their spouse contacted ems. The patient received IV glucose upon arrival of emergency services and recovered following treatment. At the time of the report, the patient was stable and doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.